Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported by interventional radiology that the md used the dilator following the instructions for use. The connection part between the dilator tubing (light blue color) and the hub (black color) broke during the procedure. The kit was replaced with a new one causing a 5 minute delay in therapy. There was no pt death, injuries or complications noted. There was no harmful outcome to the pt.